Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage therapy. Review of electrograms revealed that the right atrial and right ventricular leads exhibited no capturing or sensing. X-ray revealed that the leads had dislodged. It was suspected to be due to twiddler syndrome. The leads were programmed to therapy off. On (B)(6) 2018, the leads were explanted and replaced. There were no adverse consequences and the patient tolerated the procedure well.